Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The visual inspection found no defects. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The monopolar 1 receptacle sensor is permanently activated. The investigation identified the cause of the reported event to be the monopolar 1 receptacle. The monopolar 1 receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a return electrode monitoring(rem) issue. There was no patient involved.